Event description:
It was reported: customer received kit with 2 bottles with issues 1-bottle no suction and 2nd-bottle limited suction, seal pop off, and leakage; no pt harm. Event description per attached email states: pleur-x consumer who purchases through edgepark called to report an issue with 2 bottles. She contacted ep who told her to call us. 1 bottle on (B)(6) 2021 had no suction. 1 bottle on (B)(6) 2021 had limited suction and noted the seal between plunger and bottle was easy to pop off, also noted leakage at catheter end because of fluid back up. No other issues or defects reported with bottles. No issues with roller clamp operation or hissing noises. Sample of (B)(6) 2021 is available. Lung drain ¿ completed both times with new bottle. Closure letter requested.   Questions/inquiries: please verify lot number associated with reported issue leakage? Customer verified the lot number is the same. 0001385584 is this the same lot is associated with both vacuum and leakage? Customer verified that all issues were from the same lot number. Are samples available for investigation for both reported issue vacuum and leakage? As per the entry description sample of 4/17/21 (vacuum ) is available. Clarify if for the leakage sample is available or not. - at the time of the call on 27apr21 it was not available - but the call on 29apr21 they experienced another occurrence of leakage at access tip - bottle came from the same lot. 4:00pmcst (B)(6) 2021 - (4/19) experienced foamy at the top of the bottle after clamp released and then it filled with foam - after, the top is too easy to lift off which is unusual than times before - leakage at catheter end (access tip area). 5:15pmcst (B)(6) 2021 - spoke to customer - confirming samples - yes, they have the vacuum affected bottle for sample return; no, they do not have the one that was foaming - yes, the leakage occurred at the access tip area - ((B)(6) 2021) the customer also explained that they experienced it again right before this call - the foamy suction at the top of the bottle and leakage at the access tip - they have not informed edgepark at they time of the call.

Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001385584 was performed and no recorded quality problems or rejections related to this incident were found. A review of machine records verified that all preventative maintenance was performed according to procedure and machine parameters were within required limits. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the quality team's investigation, we cannot identify a root cause related to our manufacturing process at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer here.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported: customer received kit with 2 bottles with issues 1-bottle no suction and 2nd-bottle limited suction, seal pop off, and leakage; no patient harm. Event description per attached email states: pleur-x consumer who purchases through edgepark called to report an issue with 2 bottles. She contacted (B)(6) who told her to call us. 1 bottle on (B)(6) 2021 had no suction. 1 bottle on (B)(6) 2021 had limited suction and noted the seal between plunger and bottle was easy to pop off, also noted leakage at catheter end because of fluid back up. No other issues or defects reported with bottles. No issues with roller clamp operation or hissing noises. Sample of (B)(6) 2021 is available. Lung drain completed both times with new bottle. Closure letter requested. ¿ questions/inquiries: please verify lot number associated with reported issue leakage: customer verified the lot number is the same. 0001385584 is this the same lot is associated with both vacuum and leakage?: customer verified that all issues were from the same lot number. Are samples available for investigation for both reported issue vacuum and leakage?: as per the entry description sample of (B)(6) 2021 (vacuum ) is available. Clarify if for the leakage sample is available or not: - at the time of the call on (B)(6) 2021 it was not available - but the call on (B)(6) 2021 they experienced another occurrence of leakage at access tip - bottle came from the same lot. 4:00pmcst (B)(6) 2021 - ((B)(6)) experienced foamy at the top of the bottle after clamp released and then it filled with foam - after, the top is too easy to lift off which is unusual than times before - leakage at catheter end (access tip area) 5:15pmcst (B)(6) 2021 - spoke to customer - confirming samples - yes, they have the vacuum affected bottle for sample return; no, they do not have the one that was foaming - yes, the leakage occurred at the access tip area. (B)(6) 2021. The customer also explained that they experienced it again right before this call - the foamy suction at the top of the bottle and leakage at the access tip - they have not informed edgepark at they time of the call -